Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water nozzle, plastic distal end cover, adhesive around objective lens, bending section cover, connecting tube, switch 1 and switch box up/down and left and right knob and light guide connector. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (component code). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from upward/downward angulation control knob and light guide connector. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.